Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer reported the air bubbles were in the reservoir and the tubing and some were small some are larger she does not know the size. Customer did not allowed insulin to warm to room temperature prior to filling reservoir and took the insulin right out of the fridge and agitated the insulin. The reservoir will not be returned for analysis.